Event description:
It was reported to philips that the device has trouble acquiring ECG. The signal is poor and noisy. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported.